Event description:
5 implants were placed 11/1/96. See 97-213a. Implant was placed in the healed site of an implant retraction. Pt again complained of pain. The implant was removed. This time, pus was present. The other 4 implants are still ok. One person affected.